Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified middle left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. The balloon was inflated twice at 12 atmospheres respectively for 21-22 seconds and the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. At 4mm and 2.6cm from the strain relief, the hypotube of the device was kinked. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was tip damage to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to inflate to rated burst pressure and deflate with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified middle left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. The balloon was inflated twice at 12 atmospheres respectively for 21-22 seconds and the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.